Manufacturer narrative:
Concomitant medical product: product ID 97740, serial# unknown, product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the issue started on the day she called into manufacturer (2/29). After the call, patient was able to get a hold of an external device which helped changed the frequency on the device. Patient said the external device and the scs is working fine since. The cause was unknown. Pt added that she travels extensively and knows how to manage the device when going through the security check points.

Manufacturer narrative:
Continuation of d10: product ID 97740, product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). I the reason for call was patient stated she was implanted in south africa with pain stim ins. Pt just got to the us 3 days ago. Patient reported she is getting shocked uncontrollably - patient stated she tried to turn down the stimulation but her remote is not working. Pt was able to turn her implant off with her insr/ recharger. Patient does not have a managing healthcare provider in the us. Pss reviewed that her external equipment cannot be replaced because was not implanted in the us - pss redirected pt to contact her hcp / rep in south africa for assistance.